Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment. Block h11: investigation results the returned acquire needle was analyzed and showed no visible damage. The handle had evidence that the knobs were tightened, and a functional test confirmed that they were able to lock and unlock. The handle felt loose, and the needle would not extend. A destructive test was performed and found that the needle was broken and kinked inside the handle. The reported event was not confirmed. The needle extension failure and broken/kinked needle in the handle section could be due to the physician technique and excessive force. The needle would not advance smoothly during procedure and adding more pressure to the whole system could have damaged the needle inside the handle. Based on all available information, adverse event related to procedure was selected as the most probable root cause. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreas during an endoscopic ultrasound-guided fine needle biopsy performed on (B)(6) 2024. During the procedure, the part of the device that controls the needle did not work. The needle did not move after insertion. The scope was removed with the needle. As a result, the procedure has been canceled due to another of the same device not being available. No further information obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreas during an endoscopic ultrasound-guided fine needle biopsy performed on (B)(6) 2024. During the procedure, the part of the device that controls the needle did not work. The needle did not move after insertion. The scope was removed with the needle. As a result, the procedure has been canceled due to another of the same device not being available. No further information obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment.